Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery (ata). After a non bsc guidewire was advanced to cross the lesion, a 2.5mm x 220mm x 150cm, mr coyote¿ balloon catheter was advanced along with the guidewire to dilate the lesion. Upon the first inflation at 6 atmospheres after a duration of 6 seconds, the balloon indeflator gauge would no longer go up. The balloon was removed from the patient and was noted to have ruptured longitudinally. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.